Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received for evaluation. One of the pins was missing and the other pin had signs of wear and slight damage. The swivel plate exhibited marks, nicks, and scratches on various surfaces. The guide shaft had some minor scuff marks and nicks. The device passed specification investigation. Based on the evaluations performed, a root cause was indeterminate.

Event description:
It was reported that during an open reduction internal fixation of the left hip, the surgeon was inserting the dynamic helical hip system (dhhs) helical blade with the locking compression plate dhhs inserter guide and the guide broke and fell apart as it was removed. Two screws came out, and all pieces except one screw was retrieved. Fluoroscopy was used, and the screw was not inside the patient. The procedure was completed.